Event description:
It was reported to philips that when pressing footswitch system would not make x-ray until pressing multiple times. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a vascular diagnostics procedure. The procedure was completed without delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not make x-rays until pressing multiple times on the footswitch. Upon functional testing, the fse reviewed the logs which showed "intermittent en-x inactive" message for both footswitch and hand switch and determined that the issue was with the fdcsib. To resolve the reported issue, the fse replaced the fdcsib. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.